Manufacturer narrative:
This report is for an unknown screws: trauma/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: cameron ji, mccauley jc, kermanshahi ay, bugbee wd, (2015), lateral opening-wedge distal femoral osteotomy: pain relief, functional improvement, and survivorship at 5 years, clinical orthopaedics and related research, volume 473, page 2009-2015, (USA). The purpose of this study was to report on a series of opening-wedge distal femoral varus osteotomies used to treat osteoarthritis of the lateral compartment or as an adjunct to correct malalignment with cartilage or meniscal restoration. From january 2000 to august 2010, 30 patients (31 knees) who underwent lateral opening-wedge varus-producing osteotomies were included in the study. The patients were divided into 2 groups based on the reason for osteotomy: patients with isolated symptomatic lateral compartment arthritis (arthritis group) and patients who underwent joint preservation procedures including osteochondral allograft transplantation or meniscal allograft transplantation (joint preservation group). The arthritis group consisted of 19 patients with 7 males and 12 females with a mean age of 41 years. All of them were implanted with competitors¿ osteotomy fixation devices. Meanwhile, the joint preservation group consisted of 12 patients with 4 males and 8 females with a mean age of 26 years. 1 patient in this group was implanted with an unknown synthes tomofix plate while the rest were implanted with competitors¿ osteotomy fixation devices. Postoperative management included touchdown weight-bearing for 6 weeks with no limits to the range of motion followed by 4 to 6 weeks of progressive weight-bearing with the use of crutches. Full weight-bearing was allowed at radiographic evidence of healing, typically between 8 and 16 weeks. In the arthritis group, the mean follow-up was 4 years (sd, 3 years; range, 2¿12 years). In the joint preservation group, the mean follow-up was 5 years (sd, 2 years; range, 2¿9 years). The authors did not specify which patient in the joint preservation was implanted with the synthes device. Thus, complications will be reported as follows: 6 patients had further surgery. 2 patients had manipulation. 1 patient had arthroscopy with debridement. 1 patient had a meniscal repair. 1 patient had osteochondral graft revision. 1 patient had unicompartmental knee arthroplasty at 1.7 years after osteotomy. This report is for an unknown synthes tomofix plate. This report is for one (1) unk - screws: trauma. This is report 2 of 2 for (B)(4).